Manufacturer narrative:
(B)(4). Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether identified intra-operatively or post-operatively, cases of suture loop will typically require reoperation. The IFU were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic mitral valve, implanted two (2) days, was explanted due to entrapment of a mitral valve leaflet by suture, resulting in leaflet immobility and insufficiency. On the ventricular side, a suture had entrapped one of the leaflets and was caught on the strut/post housing of the valve. The valve was completely removed and the annulus debrided. The explanted device was replaced with another edwards bioprosthetic valve. Tee was performed and the valve looked good with no evidence of leakage or perivalvular leakage. The patient was discharged to an acute rehab facility on pod #20.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.